Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s current blood glucose value was 590mg/dl and latest value was 402mg/dl. Customer treated with bolus. Customer was assisted with high pressure test and insulin flow was blocked. Insulin pump will not be returned for analysis.